Event description:
It was reported that during unpacking of the device for a coronary stenting treatment procedure, shaft fracture occurred. The target lesion was located in the carotid artery. A 9.0mm x 30mm x 135cm express ld vascular stent was selected. During unpacking of the device, it was found out that the advancer rod of the stent was fractured. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during unpacking of the device for a coronary stenting treatment procedure, shaft fracture occurred. The target lesion was located in the carotid artery. A 9.0mm x 30mm x 135cm express ld vascular stent was selected. During unpacking of the device, it was found out that the advancer rod of the stent was fractured. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found kinks noted along the entire length of the shaft. An examination of the crimped stent found no issues with its profile. No damage was visible on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).